Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose value of 34 mmol/l at the time of incident and the cannula was bent at the site. Customer stated that he was having high blood glucose and his auto mode was telling him his sensor glucose was 12 mmol/l. The device will not be returned for analysis.